Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported the system failed to boot up. There are no reports of patient injury or death associated with this event.